Manufacturer narrative:
The event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the healthcare provider (hcp) told them that this issue (device being off) has happened with a few other patients. The consumer did not have any further information about these patients. No patient symptoms were reported.